Event description:
Journal reference: han e, black lk, lavella jp, incontinence related to mgmt of benign prostatic hypertrophy. Am j geriatr pharmacother 2007;5(4):324-334. The article describes a retrospective database review study of the nature of incontinence diagnosed in men with benign prostatic hypertrophy (bph), focusing on its incidence, prevalence, diagnostic workup and mgmt. The cohort of pts with bph was identified using a data from 1997 thru 2003. A total of 6346 men were used as case subjects. A number of post surgery bph incontinence cases were identified and included transurethral needle ablation (tuna) surgery cases. A total of 42 patients (hand piece/cartridge n=42) experienced incontinence post tuna procedure. No additional treatment or outcome info was available.

Manufacturer narrative:
Other m model numbers for the hand piece/cartridge include:; vts provu 1200 and precision plus 1900. Journal reference: han e, black lk, lavella jp, incontinence related to mgmt of benign prostatic hypertrophy. Am j geriatr pharmacother 2007;5(4):324-334.